Event description:
It was reported that the day after the pump was implanted the patient started to have hallucinations and disorientation. The patient was on the same dosage of baclofen as prior to the implant and "what she is getting intrathecally". Additional information has been requested, but was not available at the time of this report.

Event description:
Additional information: it was later reported that the patient was hospitalized because of the event. In addition to the symptoms reported previously patient also experienced confusion. The cause of the event was noted as post operation confusion and medication effects. The patient's symptoms improved/resolved following medication adjustment. The patient was without injury; outcome was reported as recovered without sequelae.

Manufacturer narrative:
Catheter model #: 8709sc, lot #: n301650010, implanted: (B)(6) 2011, explanted: unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.